Event description:
Error 28 (keypad replaced). More follow up information is needed to complete the investigation.

Event description:
Device history record was reviewed but nothing linked to the reported event was observed. Device log history was reviewed and multiple coulombmeter errors (error code 21) and keyboard error (error code 28) were found. No error linked with the reported event was found in the log. Device was not returned to france for investigation as repairs were carried out locally by our technical team. An external check was performed on the device. It was found that error 21 was triggered at power on (missing battery pack). After the battery was replaced, error 28 (on/off key doesn't work) occurred. An internal check was performed on the device and battery pack was missing (causing error 21). In additional, debris were found between membrane and pumping jaws. Ocs test was carried out and failed. Therefore, the reported event has been reproduced and is confirmed but linked to usability. The cause identified is ""debris were found between membrane and pumping jaws"". To solve the issue, debris were cleared from the pump. In additional, device housing with keypad and battery pack were replaced. The device was cleaned, post service tested and released for use. The defective front housing was received at brézins for investigation. Nothing has been observed during the visual control. Fv's investigator cross tested the keypad with a lab volumat test bench to verify the claim. The device was able to start and stop several time without any problems. The test 10 of the maintenance menu was performed and was compliant. No technical errors linked to the initial problem (motor rotation error) were found. The front housing was compliant and the reason for the failure (error 28) can only be investigated with the associated device. Therefore the root cause remains unknown. This complaint is considered as misuse. For this issue as per our local procedure, we initiated no action.